Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of foreign body sensation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported following the implant of a xen®45 gts in an unknown eye "it felt like a foreign body feeling" and that "sometimes several tears would come and drop out of my eye, several times a day. This never happened before the xen." Patient reported they had the xen device removed at an unspecified time later and replaced with another as treatment for the foreign body feeling. The foreign body sensation has since resolve but patient still reported tearing is ongoing.